Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration (uf) reading was 1230 ml, indicating the home patient (hp) drained 1230 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3230 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's (hp) nurse to notify her of the iipv found on the logs during evaluation. The nurse stated that the patient did not report any signs of overfill to her and that he has been continuing therapy fine.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed an increased intraperitoneal volume (iipv) event. External & internal visual inspections revealed no problems. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv found in the logs was determined to be insufficient drain due to false empty detect at initial drain. A service history review revealed that no issues that may have contributed to the iipv. The device was determined to meet the specifications relative to the iipv identified via device log review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).